Event description:
It was reported that the patient was experiencing issues with the personal therapy manager (ptm). It was reported that when the patient asked the doctor to change the settings on their pump the doctor was unable to do so, possibly due to the ptm. It was reported that after the doctor added a new medication to the pump the patient's ptm stopped working. The doctor wanted the patient to go into the office to change the settings on the pump because the new medications were "set too high." The patient was concerned since the previous time the doctor was unable to change the settings that he would again not be able to change them and the patient "did not want to go in to see him and have nothing done because the sales rep (manufacturer representative) needed to be there to help change the settings." It was also reported that the patient wanted help to get his ptm working as soon as possible because the medications were making him "sick." The medications used in the pump were morphine (concentration and dose unknown) and other unknown medications. The patient outcome was not provided. Additional information has been requested but was unavailable at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-9, lot# n213886, implanted: (B)(6) 2009, product type: accessory. (B)(4).